Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the cpu board. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported the dpm 7 monitor intermittently freezes, which may have affected monitoring. No patient injury was reported.